Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The customer contact reported the device powered off by itself without sounding an audible alarm tone. On an unspecified date, the device was programmed to deliver cardizem 10mg/10ml at a rate of 10mg/hr. No further programming parameters were provided and the delivery was started. In 2009 at 0900, the nurse noted the device had powered off. No audible alarm tone was noted. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using oral medication. Though requested, no additional info was provided.